Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges that yielded suspected discrepant ph result on a (B)(6) year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). Samples collected and tested on (B)(6) 2018. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/20/2018. Lot number reported by customer was incorrect and was therefore believed to be a cg4+. The actual lot number, shipped to the customer, is d17286a which is g3+ product type. The customer observed an unexpected result for ph when using g3+ cartridge lot d17286a while testing a patient sample. A review of the device history record confirmed the lot passed finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria found in q04.01.003 rev. Ac appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/21/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ac appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.